Event description:
During the iliac stenting procedure, removal difficulties were encountered. Following successful placement of the stent in the target lesion, the sentinol nitinol biliary stent delivery catheter became stuck at the iliac bifurcation during removal. The catheter was cut and removed successfully. No pt injuries or complications were reported. The pt's condition was reported to be "fine."